Event description:
An altitude alarm was reported for the pump. Although the customer's blood glucose level exceeded the threshold, the specific value was not known, only indicated as "high." The customer managed the situation with a correction injection using multiple daily injections (mdi) and did not need third-party assistance. The customer followed instructions from technical support to clean the pump's speaker holes, reseat the cartridge, and wait before resuming insulin delivery. After these steps, the pump returned to normal operation, and technical support provided the customer with tips to prevent future altitude alarms.